Manufacturer narrative:
The investigation is completed based on the sample evaluation outlined below. The shipment associated with this complaint included the loop of the instrument, in a foil bag and the instrument in its inner blister. There was also a tyvek foil included, however that is not a part of this instrument. The instrument shows macroscopic sign of damage, namely the tube is bent. There are signs of surgery residues. The returned loop was visually inspected with the aid of a photomicroscope using various magnification. It is visible that the loop has broken off. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the damage cannot be determined. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during combined cataract and vitrectomy surgery, the tip loop of an ophthalmic forceps broken. The surgery was completed with alternative product. There was no patient harm.